Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the customer had an occlusion, as well as air bubbles in their reservoir. Customer's blood glucose level at the time 362mg/dl. Troubleshooting was declined. No additional information is provided.